Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information also noted device claims eri reached on (B)(6)2009 even though device wasn¿t implanted until (B)(6)2010.

Event description:
New information received notes that the implantable pacemaker was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2019 with their pacemaker battery exhibiting 2 years of battery depletion in 4 months. However, that event appeared to be normal depletion. Device reached eri on (B)(6) 2020, even after a report on (B)(6) 2020 showed about 4 years left of longevity. This time, it was suspected to be due to an estimation issue. Patient is currently stable and pending a generator change.